Event description:
It was reported that the ilet pump displayed a ¿charge ilet¿ message and did not function due to sensor failure, with a solid green charger light observed and unsuccessful attempts to charge from different outlets and with the outer case initially on; guidance included removing the case, waiting 15¿20 minutes, verifying the charging pad with a phone, and trying a different pad. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and no need for medical care. Investigation included customer troubleshooting and education on charging setup and accessory verification. Investigation of this case revealed a suspected external charging issue or interference from the outer case rather than an internal pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-dependent charging setup or accessory-related factors.